Event description:
The patient was enrolled in the study and had a cypher 3.5 x 18 mm stent implanted in the proximal left anterior descending (lad) target lesion during the study index procedure. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was reported to have been experiencing angina with exertion for two months. Approximately six months after the index procedure, the patient had a pci done to treat a 90% proximal lad (restenotic) lesion. The restenosis was treated successfully using ptca. The patient was found to have one-vessel disease and had one lesion treated during the index procedure. The proximal lad target lesion was reported to be: a 70% stenosis, de novo, 3.75 mm vessel diameter, 16 mm length, not calcified/tortuous, absent of thrombus, and typeb1. The lesion was pre-dilated with a 3.0 x 15 mm balloon catheter at 8 atm. A cypher 3.5 x 18 mm stent was implanted at 16 atm. The stent was post-dilated with a 3.0 x 15 mm balloon catheter at 20 atm. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. The patient was asymptomatic at the one and six month follow-up contacts and was continuing his medical regimen.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A (B)(6) male from the (B)(4) study experienced restenosis approximately six months post implantation of a cypher stent. Past medical history that may have increased his risk for mace includes hyperlipidemia, family history of coronary artery disease, history of skin rash, history of allergy (shell fish), and current smoking. The patient was found to have one-vessel disease and had one lesion treated during the index procedure. The proximal lad target lesion was reported to be: a 70% stenosis, de novo, 3.75 mm vessel diameter, 16 mm length, not calcified/tortuous, absent of thrombus, and type b1. The lesion was pre-dilated before a cypher 3.5 x 18 mm stent was implanted at 16 atm. The stent was post-dilated. The residual stenosis was 0% and the flow pre and post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was asymptomatic at the one and six month follow-up contacts and was continuing his medical regimen. The patient was reported to have been experiencing angina with exertion six months after the index procedure. A coronary angiography revealed 90% proximal lad restenosis and re-pci was conducted using ptca successfully. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the medical history that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.